Event description:
The physician was coiling an acom aneurysm and re-treating an mca aneurysm in the patient. After successfully coiling the acom aneurysm he moved to the mca and attempted to deliver a coil. The coil could not stay inside the aneurysm and he chose to remove and re-sheath the coil. The physician was advised to place the coil introducer sheath into the rhv then tighten the rhv. The technician assisting the case then pulled the coil pusher assembly hypotube back until the delivery system locked into the introducer. The physician thought he could see the coil inside the introducer and move to another coil. Upon trying to place the second coil, the physician noticed that the previous coil was inside the distal portion of the microcatheter and had not been removed. The coil had unintentionally detached inside the catheter when attempting to re-sheath it, then migrated when the next coil was placed. The advancing coil met resistance and the detached coil was noticed on imaging. The detached coil was removed using a snare and there were no patient sequelae.

Manufacturer narrative:
Device investigation:results: the coil shows a break in the stretch resistant (sr) wire approximately 5.5 cm from the distal solder ball.results: the unintentional release of the coil noted in the complaint is confirmed. The cause of the release is the breaking of the sr wire at the core of the coil. The cause of the break cannot be directly determined since the pusher assembly and the most distal portion of the coil were not returned. However, breaks in the sr wire occur when excess tensile force is placed on the coil during manipulation. In this case, excess tensile force was likely placed on the coil when the physician pulled the coil back into the introducer sheath when attempting to remove it.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.